Event description:
The user facility reported that while an employee was using a loading cart to load instruments into a 20" century steam sterilizer, she was unable to push the loading cart into the sterilizer. The employee then tried to lift the cart to place the load in the sterilizer and reported that she hurt her back. The user facility refused to provide any additional information concerning the employee's medical treatment or current medical condition. The employee stated that she missed several days from work but did not want to provide any additional information. There were no reported procedural delays or cancellations.

Manufacturer narrative:
Steris will conduct in-service training during the week of (B)(6) 2012 on the proper use of the loading carts/transfer carriages.

Manufacturer narrative:
A steris service technician inspected the sterilizer and loading cart/transfer carriages and found that the sterilizer was operating properly and the cart was properly aligned with the sterilizer. However, when the loading cart was fully loaded with instruments, the cart rested on the transfer carriage upon which the loading cart sits. The technician replaced the wheel block bearings on the loading cart in order to gain additional clearance between the loading cart and transfer carriage. The loading car/transfer carriage unit was returned to service and no further issues have been reported. The loading cart/transfer carriage is 10 years old and is not under steris maintenance contract; this equipment is maintained and serviced by the user facility. The cause of the reported event is that the loading cart, when fully loaded with instruments, was difficult for the user to push off the carriage and into the sterilizer; the user attempted to lift the loading cart into the sterilizer instead of obtaining assistance as directed in the equipment operator manual and injured her back. The loading cart/transfer carriage operator/maintenance manual states: "warning: prevent physical injury: get help if loading car becomes stuck or difficult to move. Do not attempt to lift a loading car without assistance." (Pp. 1-1, 3-1, 3-2). Steris will offer in-service on the proper use of the loading carts/transfer carriages.